Event description:
The facility stated that a collamer lens model cc4204bf was defective upon received. When the lens was taken out of the package, it was noted there was a hole in the lens. The lens was not implanted and there was no patient contact. An sfc-25 cartridge was used and the lot number is unknown. An msi-pf injector was used and the lot number is also unknown.